Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device exhibited error code 1005 due to a shock into an open circuit. The high voltage values were high and out of range. An x-ray showed a string out of the body of the lead. Technical services (ts) discussed the error code 1005 actions such as clearing the fault and evaluate the system integrity. Additional information noted that since the patients age and to avoid an extra procedure therapy was deactivated leaving only pacing therapy on. The device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited error code 1005 due to a shock into an open circuit. The high voltage values were high and out of range. An x-ray showed a string out of the body of the lead. Technical services (ts) discussed the error code 1005 actions such as clearing the fault and evaluate the system integrity. Additional information noted that since the patients age and to avoid an extra procedure therapy was deactivated leaving only pacing therapy on. The device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited error code 1005 due to a shock into an open circuit. The high voltage values were high and out of range. An x-ray showed a string out of the body of the lead. Technical services (ts) discussed the error code 1005 actions such as clearing the fault and evaluate the system integrity. The device and lead remain implanted. No adverse patient effects were reported.